Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance.

Event description:
It was reported that a motor stall that never recovered occurred. It was noted the pump experienced premature battery depletion. Replacement occurred as a result of the event. It was noted the pump motor stopped and the battery read elective replacement indicator (eri) prematurely. The patient went without drug and through withdrawals. A new pump was implanted. The patient status at the time of this report was ¿alive ¿ no injury.¿ the patient experienced flu like symptoms, pain, underdose symptoms, and less than 50% therapy relief. The pump was to be sent back for analysis. It was further reported it was unknown if the patient¿s loss of therapy was sudden or gradual. No dye study or rotor study were performed. It was noted a reset occurred ¿ low battery. The pump was in safe state and went into safe state three times. It was unknown how the patient was doing or if they were receiving effective therapy. The drug being delivered via the device system was dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.